Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer, her daughter, who is (B)(6). The customer is concerned with test results from meter memory of 372, 283, 266, 332 and 337 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer was eating at time of call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is july 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:concerns with all results obtained.